Manufacturer narrative:
The voluntary report does not list the device serial number. Contact was made with the facility which still could not determine the serial number of the device nor could they provide any other additional info about the event. The reporter was not even certain that the device was returned for investigation. Our internal records show that only one device was returned from this facility during the reported incident timeframe for an unrelated battery issue. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
The event info as reported is: amphotercin b given per heplock on pump. Programmed to be given over 2 hours. Pump infused medication over 15 minutes. No medication was left in syringe even though pump screen stated 1 hour and 45 minutes of infusion time remained. Infant showed no allergy effect, vital signs within normal limits and blood sugar stabilized. Pink on ventilator without distress. IV site without redness or edema.